Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a daily routine check, the cs300 intra-aortic balloon pump (iabp) unit is displaying an error message electrical test fail code: # 52 & # 53. There was no patient was involved.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Replaced the front-end board then check the machine and found machine is working properly. Perform all pneumatic test, all tests are passed. All tests and functions are working ok. Handover the machine to user for clinical use.